Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt was implanted they only had to charge their ins every 2 or 3 weeks but since february they had to charge their implant every day. When asked if pt increased their intensity the pt did not think they did increase stimulation. The patient was redirected to their healthcare provider to further address the issue. It was reported that probably sometime in april the pt could no longer get a charge to the implanted device, pt then got sick and stopped attempting to charge their implant. Pt then fell the other day and they were hurting really bad, pt attempted to charge their implant again but they were having the same problems as before, they kept on receiving no device found when attempting to charge implant. During call pt reset the controller and attempted to charge their implanted device; pt proceeded through passive recharge mode and was able to charge their implanted device at excellent with a green flashing light. The troubleshooting steps that were taken on the call resolved the issue.